Manufacturer narrative:
H10: the actual six (6) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed on the samples with no issues noted. The reported condition was not verified on the actual samples. Additionally, two (2) retention samples were connected and disconnected to an in-lab set with no issues noted. The devices were underwater leak tested with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink luer activated valve were leaking from unspecified locations. This issue was observed before patient use of the device. There was no patient involvement. No additional information is available.